Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that for five days the patient obtained blood glucose readings ranging from 300 mg/dl to 575 mg/dl, and she experienced the symptoms of abdominal pain, vomiting and tested positive for ketones. The patient's mother corrected her blood glucose levels using insulin boluses via a syringe injection, and her subsequent readings were 'in the 100's mg/dl'. Troubleshooting revealed no issues with the patient's technique, no issues with the infusion site or infusion set, and all pump settings, programming, basal rate and date/time were correct. All total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: not provided.